Event description:
Caller reported a malfunction on the pump, identified by a malfunction code, but no notable events occurred prior to the incident. There was no adverse impact to the customer's blood glucose level. Caller was assisted by technical support in resetting the pump, and the issue did not recur after the reset. Customer was advised to continue using the pump and to call back if the malfunction code occurred again, which was acknowledged and understood.